Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 8 months post implant of this 29 mm aortic bioprosthetic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement due to high gradients and moderate insufficiency. No intervention or adverse patient effects were reported. Subsequently 1 year 4 months later, the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve. No additional adverse patient effects were reported.